Manufacturer narrative:
The return of bi71000577 provided the lot number s1707lji rev. G. The hardware was returned and analysis was performed. The analyst installed the supply board into a test system. The system booted and readied on each power up cycle. All 2d and 3d images were successful. No fault was found while under test. Previously reported codes b01, c19, d14 are applicable to this analysis. The return of bi71000222 provided the lot number t1650abj rev. F. The hardware was returned and analysis was performed. The analyst installed the generator control board in a test imaging system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: device evaluation: a medtronic representative, went to the site to test the equipment. Testing revealed, that the manufacturer representative rep laced the generator board and supply board. Per the advanced service manual. Verified, no errors on the sedecal logs occurred, while programming testing. The imaging system then passed, the system checkout and was found to be fully functional. B01, c02, d02 are applicable. Concomitant medical products: other relevant device(s) are: product ID: bi71000576, product ID: bi71000577, product ID: bi71000222. H6: multiple annex g codes were reported. G02027 corresponds to concomitant product bi71000576 and bi71000577, that comprises the reported event. G04060 corresponds to concomitant product bi71000222, that comprises the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be duplicated. The manufacturer representative verified voltages on the starter board, supply board and generator board. The manufacturer representative reseated connectors on the generator board. The imaging system then passed the system checkout and was found to be fully functional. B01, c19, d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that the site was unable to expose while in surgery. There was a patient present.